Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils and additional coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil past the middle of its introducer sheath and, therefore, the smart coil was removed. The procedure was completed using additional smart coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.